Event description:
"Ventricular bipolar impedance had one significant out of range impedance readings on feb 22 on the same day that the patient had an av node ablation." Lead manufactured by st jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).